Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6)2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) in regard to a patient receiving morphine 5 mg/ml at 0.25 mg/day. The pump indication for use (IFU) is listed as spinal pain. In (B)(6) 2015, the drug in the pump was just a little too much for the patient. The change in therapy effect included symptoms of a hyper and buzzing feeling. This was considered a gradual onset. It was noted that the patient has liver disease, and this occurred after the patient received liver treatment the prior week. The diagnostics, actions/intervention and cause of the event were not provided; further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.